Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose reading of 464 mg/dl. The customer was also vomiting excessively. The mother stated that the customer may have missed a couple of boluses. The customer had experienced high blood glucose levels for the past week, and was in the middle of making changes to the current settings. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The mother also stated the customer often experiences pain at the site and bent cannulas. Suggested different types of infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.